Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient developed mrsa infection in the left leg which became systemic. There was also vegetation on the right ventricular (rv) lead. There were no additional adverse patient effects reported. The rv lead was explanted.